Event description:
Customer reported the buttons, act and down arrow, on the insulin pump were stuck and didn't work. Customer also stated it was hard to see the screen because of all the scratches. Customer stated he has to ensure that all bolus are delivered. Customer did not recall blood glucose at the time of event but current was 104 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Scratches on the display occurred over time normal wear and tear. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported

Manufacturer narrative:
The insulin pump passed the self test with no missing segments. The insulin pump was received with intermittent button response due to light moisture damage to the keypad traces, minor scratches on the display window, and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.